Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
Per maude event report form, #mw5066052, during an unknown procedure; the surgeon was using the device for more than one hour when suddenly the jaws could not be opened or removed from the trocar. The surgeon had to pull out the trocar to remove the device from the patient¿s abdomen. On close examination, the jaw was clamped to a small piece of tissue and would not open. It is not known how the procedure was completed. There were no adverse patient consequences reported. The device is not available for return.